Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results of "80 and 250 mg/dl" on the lifescan meter, performed within an unspecified time of each other. This complaint is being reported because the reported results may not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.